Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by manufacturer. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment. The mvs 230v-10a fuses were replaced. A system check-out was performed. The mechanical tests, imaging tests and safety inspection all passed; the imaging system performed as intended.

Event description:
A medtronic representative reported that the imaging system¿s mobile view station (mvs) would not power on. Suspected that fuses required replacement. No patient was present when this issue was identified.